Event description:
It was reported that the pt's family contacted the audiologist at the clinic. To report that the batteries within their battery pack had exploded. The clinic reports some difficulties in obtaining the equipment from the family and in view of this they are uncertain as to the accuracy of the report.

Manufacturer narrative:
The device should be returned to (B)(6), then it will be sent onto the MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.